Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 9 7754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had never had therapeutic effect. The patient had to go in every week to have their stimulation adjusted. It was further reported that it was unknown if there was a >50% symptom reduction. The cause of the event was determined to be that the electrodes moved cephalad which caused anterior stimulation. Attempts at reprogramming were unsuccessful. Anterior-posterior films were taken at the doctor¿s office. The patient outcome was listed as recovered without permanent impairment. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.